Event description:
It was reported that during the surgery the drill broke off into the patient's knee. It is unknown if there was a delay. A backup device was used to complete the surgery.

Manufacturer narrative:
The reported 4.5mm cannulated endoscopic drill, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. The investigation was limited to the information provided, as the lot numbers to review the device history records were not provided. From the information provided, the drill broke during drilling. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. Drilling over a bent guidewire or passing pin. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality.